Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy, ¿the supply line detached from the inlet line which is the transfer set¿, which resulted in a leak. It was reported during the manual change, the lines ¿connecting the export bag to the inlet bag were detached and punctured the inlet line¿. It was reported the patient's caregiver ¿did not immediately understand the event and a solution was immediately extracted¿. The patient was brought to the hospital and was administered prophylactic antibiotics of ceftazitin, tequoflavin and cefazolin (doses, frequency, route and duration not reported). It was reported the transfer set was changed. They did not replace the titanium adaptor. No further medical intervention was reported for this event. Patient outcome was not reported. No additional information is available.